Event description:
It was reported that 105 bd ultra-fine¿ pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: in some cases the needle broke but nobody was injured.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 105 bd ultra-fine¿ pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: in some cases the needle broke but nobody was injured.